Event description:
It was reported that the right ventricular (rv) lead thresholds were high. At some point after the lead was implanted, the patient was hospitalized for an acute gastrointestinal episode. Almost simultaneously to this event the rv lead thresholds began to rise. The physician suspects the patient may have had a myocardial infarction at the same time as the gi episode, which led to scarring and the subsequent rise in rv thresholds. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).